Manufacturer narrative:
The incorrect sizes and varying shades of product could be the cause of the skin breakdown. The cannulaide was documented to cause skin damage in neonatal patients unknown if it was the cause of the incorrect size or shade of the product.

Event description:
They have been supplied cannnulaide in incorrect sizes and with varying shades of product and skin breakdown. The new cannulas are causing skin breakdown for our babies.

Manufacturer narrative:
The incorrect sizes and varying shades of product could be the cause of the skin breakdown. The cannulaide was documented to cause skin damage in neonatal patients unknown if it was the cause of the incorrect size or shade of the product. Complaint history reviewed. There have been no similar complaints in the previous 24 months for ca10x products. Background information reviewed. No lot# provided. Customer has purchased product several times over the last 6 months. "Bad" product shown in picture appears to be older product, however without returned material or lot# further assessment cannot be conducted. Risk(RMA-20011): r27: patient's skin is sensitive to device removal - age, medication, existing skin damage, individual patient sensitivity - s=7 o=4 rpn=28. See RMA-20011 note 6 for justification for rpn > 25.

Event description:
They have been supplied cannnulaide in incorrect sizes and with varying shades of product and skin breakdown. The new cannulas are causing skin breakdown for our babies.